Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported upstream occlusion alarms were confirmed through the history log, but were not reproduced. Subsequent eval discovered a wide inscribed pin dimension in the upstream sensor, which was out of spec. This is a proven cause of false upstream occlusions. As a result, the upstream sensor was replaced.

Event description:
It was reported that a spectrum pump has a constant upstream occlusion alarm. Any pt involvement, injury or medical intervention is unk.